Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-8770-02-ru batch 032209. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, including: off-axis insertion, improper bone preparation, and prying or leveraging the device with excessive force.

Event description:
On 10/21/2025, a distributor reported via (B)(4) that an ar-8770-02-ru 5mm reusable cannulated drill bit broke during use. Another device was used to complete the case successfully. No patient was harmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.